Event description:
It was reported that during retreatment of a previous coil embolization procedure, the physician moved the stent delivery system as stent deployment was taken place consequently deploying the stent in an unintended area. There was no reported clinical consequence to the patient. The physician continued the procedure with a similar device.

Manufacturer narrative:
The subject device was implanted; therefore, analysis cannot be performed. A device history record (DHR) confirmed that the device met all material assembly and performance specifications prior to release. There is also no information indicating misuse, user error or mishandling of the device. However, additional information obtained confirmed that premature deployment occurred as a result of the end user moving the stent system out of position during stent deployment. Therefore, a root cause of operational context has been assigned to this event.